Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited the distal end metal section was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear without any design or manufacturing issue. It is likely the following led to the malfunction: the device may have been used in close proximity to the distal end of the scope when using a radiofrequency ablation device, etc. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.